Event description:
A customer contacted haemonetics on (B)(6) 2012 to report their orthopat machine would not turn on. No operator or donor injury was reported.

Manufacturer narrative:
Evaluation confirmed the reported problem. Machine had no power, due to a blood spill on fuse. Various components needed replacing as well as the power supply. (B)(4).